Manufacturer narrative:
Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. (B)(4). Multiple MDR reports were filed for this event please see associated reports: 0001822565-2017-06347.

Event description:
Patient reported a revision approximately 1 month post-implantation due allegation of failed locking mechanism. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicates the patient was revised approximately 1 month post-implantation due to dislocation. Revision operative report noted dislocation, wear and impingement of the constrained liner, abductor dysfunction and a hematoma. During the procedure, the patient's leg was lengthened to add stability and the head and liner were removed and replaced.